Manufacturer narrative:
The complainant was unable to report the suspect device lot number; therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct during a procedure performed in 2017. Reportedly, the stent was removed during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, the patient presented with pain. During the ercp procedure, the physician grabbed the stent retrieval loop with rat tooth forceps, and the retrieval loop wire broke. Reportedly, each attempt of the physician to pull back the stent on a different area would cause the stent wire to become loose and unraveled. The physician tried to use a snare to grab around the tip of the stent but it did not work. The patient was sent for an open bile duct surgery and the stent was successfully removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.